Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information requested but not received.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2015 for an unknown reason.